Event description:
Hospital staff were transporting a patient on a gurny in the hosp and the device was being used for cardiac monitoring during transport. According to the reporter, when the staff with the pt got on an elevator, the device locked up, the screen went blank, and an audio alarm sounded. The reporter stated that the pt could not be attended to until the staff reached the ICU where the pt was treated and recovered.

Manufacturer narrative:
Physio-control evaluated the device and could not confirm or replicate the reported malfunction and observed proper operation through functional and performance testing. Physio-control returned the device to the customer for use.